Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. The customer's biomedical engineer contacted philip's product support regarding the alleged issue. Product support advised customer that assuming the test cell is accurate, then unit may have a faulty oxygen solenoid. The biomedical engineer replaced the o2 solenoid valve to address the reported problem.

Event description:
The customer reported that the oxygen is out of specification. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.